Event description:
Having continuous problems with pump not working properly. The pump wheel gets stuck but the volume count keeps going. Facility has had 4 pumps with this problem since switching to this pump.